Event description:
The customer reported to olympus, that there were two impacts on the ultrasound transducer responsible for dark streaks and a lack of depth of the ultrasound image where the view would not go beyond 2 cm on the evis exera ii ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, a gap between the acoustic lens and ultrasound probe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a gap between the acoustic lens and ultrasound probe. In addition it was also found that the up/down knob cannot be locked securely due to wear on forceps elevator lever, the play of the up/down knob is out of the standard value due to wear of the angle wire, adhesive on the bending section cover has wear, distal end has a scratch, and displayed ultrasound image is defective with missing elements due to damage on ultrasonic probe. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: caution: do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.